Manufacturer narrative:
Other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. No lot number was provided for performance of a device history record review. (H6c, h6d, h6e).

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the intubation tube disconnection issue: the connector tip (blue) which acted as a link between the ventilator circuit and the intubation tube tend to disengage easily. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.